Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient was admitted on (B)(6) 2026, at 13:53, presenting with a neck mass (noted over three years ago) and a history of chemotherapy for recurrent nasopharyngeal carcinoma (completed more than 20 days prior). Following admission, swelling was observed in the right upper extremity; a subsequent vascular ultrasound revealed the presence of catheters in the right subclavian, axillary, and basilic veins, raising suspicion of thrombosis in the right subclavian vein and possible partial thrombosis in the right axillary and basilic veins. Consequently, use of the catheters was suspended at 12:00 on (B)(6) 2026, and anticoagulant therapy with rivaroxaban (10 mg once daily) was initiated, alongside close monitoring of the patient's condition.